Event description:
It was reported that the surgeon experienced difficulty final tightening the blocker. He could not get the blocker to thread properly. After trying two different blockers the surgeon had to remove the original screw and insert a new screw.

Manufacturer narrative:
Method: device history review; complaint history review; functional inspection; dimensional inspection. Results: the most likely cause of the reported event is the insertion of the first blocker at an angle, which lead to tulip and thread deformation. Conclusion: the customer reported event of not being able to properly insert the xia 3 blockers into a xia 3 titanium polyaxial screw was confirmed via the correspondence with the sales rep. The event was also replicated during functional inspection. The event resulted in a 2 minute delay, which is in-line with the referenced risk documentation. During functional inspection, insertion of the blocker into the screw tulip at an angle was replicated. This is likely because of the deformation found on the top thread of the tulip allowed more freedom for the blocker to move when being inserted, which means that it could more easily be inserted at an angle. It is likely that the customer initially inserted the first blocker at an angle, causing the cross threading, and thread deformation, which made correct insertion of the blocker more difficult. However, the blockers were still able to be inserted properly and be fully threaded into the tulip if the blockers were inserted straight on, with no angle of insertion present. Lastly, no manufacturing issues were identified during the manufacturing review.

Event description:
It was reported that the surgeon experienced difficulty final tightening the blocker. He could not get the blocker to thread properly. After trying two different blockers the surgeon had to remove the original screw and insert a new screw.